Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over two (2) years since the subject device was manufactured. Based on the results of the investigation, it is likely the following led to the malfunction: the light-emitting diode of the front panel continues to flash, and the image is displayed on the monitor intermittently due to failure of the printer circuit board. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found that the front panel light-emitting diode (led) was blinking continuously / there was an intermittet image coming from the monitor screen due to a faulty printed circuit board. Additional findings include the following: there was dust inside of the unit that needed to be cleaned, wires were found corroded, the y / c output was found loose and there was corrosion on the circuit board, and the receptacle was loose. The investigation is ongoing, a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The olympus field service engineer (fse) on behalf of the customer reported to olympus, the evis exera iii video system center had output issues, the fse checked and found that the front panel lights were continuously blinking and output was intermittent. The issue was found during maintenance. There were no reports of patient harm, and there was no procedural involvement.